Event description:
It was reported that after a gastric sleeve procedure, metal strip of magazine loose from the magazine and remained in the instrument; had to be removed separately. Staple line and cutting line were ok. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: is the metal strip of the cartridge being returned with the device? This information is unknown.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. The following information was requested, but unavailable: is the metal strip of the cartridge being returned with the device?

Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned in good visual condition and with three gst60b cartridge reloads present. Cartridge (b) gst60b, m52e41 was received fully fired, with the cartridge pan partially dislodged from the left distal end. In addition four double drivers missing. Cartridge (c) gst60b, m52e41 was received fully fired and with the cartridge pan dislodged. Cartridge (d) gst60b, m52e41 was received fully fired, with the cartridge pan dislodged. In addition six double drivers missing. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pans (b, c, d) to dislodge and the double drivers to be out of position and missing. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.